Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form properly. The case was completed with another device of the same product code. There were no patient consequences reported. No additional information was available.

Manufacturer narrative:
(B)(4). Additional information: empty. The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4).